Manufacturer narrative:
The report of low speed and low flow alarms was confirmed based on the evaluation of the returned device. The pump was returned with the percutaneous lead (lead) cut approximately 9¿ from the pump housing and the severed portion of the lead was also returned. Electrical continuity testing was performed on the pump-end portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate layers were removed from the pump-end portion of lead and the examination of the underlying wires revealed disruptions in the insulation of the brown wire approximately 1.5¿ from the pump, and in the insulation of the green wire approximately 2¿ from the pump. The conductors of these wires were exposed as a result of these disruptions. The disruptions of the wires appeared to be the result of repetitive movement of the lead in these areas which would have caused abrasion to the wires because of the rubbing against the braided shielding. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruptions in the insulation of the wires would have interrupted pump function as a result of the exposed conductors of either the brown or green wires potentially contacting the braided shield and creating an electrical short to ground if the system was supported by the power module. This short to ground would have caused the reported low speed alarms and pump stoppage events. The reported event also could have resulted from a phase to phase short if the exposed conductors from both wires made direct contact with each other or simultaneous contact with the braided shield while the device was supported by batteries. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the doctor that the patient was having low flow alarms while on the power module, but not on battery. The patient was transported to the implanting center to have the system controller interrogated. The history screen revealed several low speed advisory alarms both on battery and on the power module. The most recent alarm occurred with movement. Review of data log files confirmed the low flow hazard alarms, indicative of a driveline issue. X-rays requested and driveline replacement scheduled. The manufacturer was unable to complete the driveline replacement due to body fluid found within the white silicone jacket. The patient underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.